Manufacturer narrative:
A supplemental is being submitted for additional information. Product event summary: three (3) batteries (B)(6) were returned for evaluation. Review of the manufacturing documentation confirmed that the associated devices met all requirements for release. Various analyses were conducted and reviewed to evaluate the performance of the devices in relation to the reported event. Failure analysis of (B)(6) and (B)(6) revealed that the batteries passed visual inspection and functional testing. Of note, (B)(6) was received depleted. The batteries were able to adequately charge and provide power to a test controller. Failure analysis of (B)(6) revealed that the device passed visual inspection. Functional testing revealed that the capacity of the battery was lower than expected. It was noted that the battery had a cycle count of 342 and there was a time difference of 1123 days between the manufacturing date of the battery and the reported event date. This indicates that the battery was most likely not in use for an extended period. Hence, the battery was susceptible to an expected degradation of capacity as a result of non-usage. An internal inspection of the batteries did not reveal any anomalies. Log files revealed that (B)(6) were not in use with the controller within the analyzed period. Review of the data log file revealed that (B)(6) and (B)(6) discharged as expected when in use. Review of the alarm log file did not reveal any alarms within the analyzed period. As a result, the reported power consumption event involving (B)(6) was confirmed. The reported events involving (B)(6) and (B)(6) and the reported low battery alarm event could not be confirmed. The most likely root cause of the reported power consumption event involving (B)(6) can be attributed to an expected degradation of the batteries as a result of non-usage over time. Additional products: (B)(6) ¿battery h3: yes d9: yes, return date: 25-apr-2023 dev rtn to MFR? Yes h6: FDA method code(s): b01, b14, b15 (B)(6) ¿battery d9: yes, return date: 25-apr-2023 dev rtn to MFR? Yes h6: FDA method code(s): b14, b15, b17 h6: FDA results code(s): c020701 h6: FDA conclusion code(s): d02 investigation of this event is completed and the file will be closed. If new information is received, the file will be re-opened and a supplemental will be submitted. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Investigation of this event is pending and a supplemental report will be sent upon its completion. Additional products: brand name: heartware ventricular assist system ¿battery. Model #: 1650de / catalog #: 1650de/ expiration date: 30-jun-2022 / serial #: (B)(4). UDI #: (B)(4). Device available for evaluation: no. Device evaluated by MFR: no, device evaluation anticipated, but not yet begun. Mfg date: 07-jun-2022 labeled for single use: no. (B)(4). Brand name: heartware ventricular assist system ¿battery. Model #: 1650de / catalog #: 1650de/ expiration date: 31-oct-2020 / serial #: (B)(4). UDI #: (B)(4). Device available for evaluation: no. Device evaluated by MFR: no, device evaluation anticipated, but not yet begun. Mfg date: 07-jun-2022. Labeled for single use: no. (B)(4). Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that one battery wasn't charging and two batteries didn't provide power and exhibited low battery alarms while the b atteries still have two leds (light emitting diode) showing. The batteries were removed from service. No patient complications have been reported as a result of this event.

Manufacturer narrative:
A supplemental report is being submitted for product analysis. Product event summary: three (3) batteries (B)(6) were not returned for evaluation. Review of the manufacturing documentation confirmed that the associated devices met all requirements for release. Log files revealed that (B)(6) were not in use with the controller within the analyzed period. Review of the data log file revealed that (B)(6) discharged as expected when in use. As a result, the reported events could not be confirmed. Applicable risk documentation and experience with events of similar circumstances were considered; possible root causes of the reported not charging event may be attributed, but not limited, to an internal battery communication error, faulty integrated circuit, improper weld, soldering defect, out of temperature range, and/or a charge time-out of eight (8) hours. Possible root causes of the reported no power event can be attributed, but not limited, to an internal battery communication error, a faulty integrated circuit, an improper weld, and/or a soldering defect. Possible root causes of the reported power consumption issue event can be attributed, but not limited to soldering or welding defects. D4: serial or lot#: (B)(6). H6: FDA method code(s): b14, b15, b17. H6: FDA results code(s): c19. H6: FDA conclusion code(s): d14. D4: serial or lot#: (B)(6). H3: yes. H6: FDA method code(s): b14, b15, b17. H6: FDA results code(s): c19. H6: FDA conclusion code(s): d14. Investigation of this event is completed and the file will be closed. If new information is received, the file will be re-opened and a supplemental will be submitted. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.